Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unexpectedly taken to the "options" menu after a bolus had been delivered. Tandem technical support (cts) confirmed that the bolus was delivered successfully and confirmed that there were no alerts or alarms received. The customer sent a video to cts to view the issue. However, after watching the video, cts confirmed that the pump was functioning as intended. Cts walked the customer through delivering a bolus while disconnected from the pump. Cts informed the customer that per troubleshooting, the pump was functioning as intended; customer acknowledged. The customer's blood glucose (bg) level was 320 mg/dl and was addressed with a manual injection. During a follow up call, it was reported that the customer's bg level dropped to 51 mg/dl due to the customer delivering too much insulin via the manual injection that was administered to address high bg. The customer declined troubleshooting and stated the low bg was addressed by drinking orange juice.